Event description:
Male underwent liver transplant. Patient returned to or a few days later for abdominal wall closure with strattice mesh. This is one of two cases where there was possible strattice mesh contamination which resulted in post-operative infections of immunocompromised transplant patients. Or cultures grew a multidrug resistant organisms (mdro) and fungus.